Event description:
It was reported that the bd luer-lok syringe label content was missing. The following information was provided by the initial reporter: customer reported having issues with the labels peeling off the syringes.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. D.4. Other lot number includes 3212543. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material#: 309702 batch#: 3212543, 2248603. It was reported by customer that customer reported having issues with the labels peeling off the 5 ml and 10 ml syringes. I have attached a photo of a 10 ml syringe with the peeling label. I unfortunately do not have any example of the 5 ml to show you. Verbatim: complaint received via email. Customer reported having issues with the labels peeling off the 5 ml and 10 ml syringes. I have attached a photo of a 10 ml syringe with the peeling label. I unfortunately do not have any example of the 5 ml to show you.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 309702 and lot number 3212543. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, the photo provided is not applicable to the complaint of a 3ml product code,an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.